Event description:
It was reported that an ilet pump that had been off for approximately a week due to lack of sensors would not power on when placed correctly on the charger; the indicator light showed solid green, the device screen remained blank, and the device became warm despite outlet changes and rest intervals. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and instructions for returning the original unit. Investigation included technical troubleshooting by phone. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.